Event description:
This report was received by baxter (B)(4) and is a report by a baxter employed nurse in (B)(6). Reportedly the patient made a mistake/break in aseptic technique and developed peritonitis that coincided with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 2.5% dextrose) therapy. On an unreported day in (B)(6) 2012, the patient began dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of the report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized that same day. The nurse reported the cause of peritonitis in the patient was due to a mistake/break in aseptic technique. The nurse further stated that the patient did not wear a mask, the area was not clean before starting pd, and non compliant on exchange procedure. On (B)(6) 2012, the patient began treatment with meronem injection (500mg, intravenously (IV), twice daily (bd)) for the peritonitis. At the time of the report, the patient remained hospitalized. It was unknown if the patient had recovered from the peritonitis. Concomitant medication was not reported. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as they made a mistake. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.